Manufacturer narrative:
Final analysis found insulation degradation at 4.4 cm to 4.5 cm from the connector pin.

Event description:
It was reported that the patient experienced discomfort at the implant site. The right ventricular lead was explanted and replaced.